Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4) the product involved in the reported incident was returned to one of our b. Braun facilities and the device was evaluated by a qualified technician during the investigation. When the pump was evaluated, the reported issue was not observed. Volumetrics of 2.14ml/hr and 1.05ml and 60ml syringe (dl: blood) tested in spec at 1.01ml or 99% of expected volume. Perform preventive maintenance service. Log review shows on (B)(6) 2021 and 10:33am an infusion start with 35ml syringe, 2.14ml/hr and 6.4ml (dl: blood). At 1:29pm vtbi near end alarmed and at 1:32pm vtbi done stopped the infusion with a volume infused to 6.40ml. At 1:37pm an infusion start with 60ml syringe, 2.14ml/hr and 1hour. At 2:06pm infusion was stopped with a volume infused to 1.05ml.

Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility: under infusion of blood. Infusion rate was 2.14 ml/hr. The infusion alarmed it was finished on time but no blood had infused- blood was expired by this time and a new order had to be obtained. Patient was npo for longer than expected. Blood transfusion ended at 1800 instead of 1230pm.